Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, after completion of resection of the duodenum, the central cut end opened. The staple line at the stomach side was fine. A new handle and reload were used to complete the procedure. The patient is currently doing fine. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was no reinforcement material used. The patient was fine based on last follow-up. There was poor staple formation noted. The original staple line was removed. Additional resection was required to complete the procedure with manual oversewing of the staple line required for reinforcement.